Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/31/2016 that a customer had an issue with a skin marker. The customer states when they were marking, the tip of the pen came off and ink gushed out into the patient's eye. The dr. Further stated that (B)(6) he was operating for a toric lens. He used the marker on the nose with no problem. When he went to mark the temporal, the tip of the pen came off and ink gushed out and into the patient's eye. They used sterile bss and irrigated the eye about 1/2 an hour or so. There was some ink on the cornea but most of the ink was removed. The doctor used gentimic and topical drops and sent the patient home. Five hours later he saw the patient because she was in pain and the epithelium was swollen. He put on a bandage lens. On (B)(6) at 8am the patient was feeling a little better and the epithelium was healing. On (B)(6) 3pm there was considerable edema; the bandage lens was removed and put on a tight patch. The patient was seen (B)(6) at 10:30; there is an abrasion where the ink was. The doctor dilated the eye, lubricated with tears and sent the patient home. The patient was more comfortable at that time.

Manufacturer narrative:
Submit date: 06/27/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not received for evaluation therefore the reported condition by the customer could not be confirmed. The component skin marker is produced by external supplier and the assembly process consists of a pick and place operation. There is no additional inspection on the line to detect the condition reported. The root cause investigation must be provided by the manufacturer and was documented thru a suppliers corrective action report (scar). A production notification was issued to all personnel to ensure awareness of the condition reported by the customer. The component skin marker was removed from the ship to stock program and will now be placed on the visual inspection for an acceptable quality level. The corrective and preventative actions (CAPA) will be addressed thru the scar and the CAPA is in the open investigation stage. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.